Event description:
It was reported that the pt was having some irritation underneath the generator when he would move. Physician felt that it is related to the implant surgery and not device stimulation. Further info from the surgeon revealed that the pt had an infection which was causing the pain at the generator site. Patient was treated with a PICC line and IV therapy. Further follow up with the surgeon revealed that the site of infection was underneath the generator. Pt is currently treated with antibiotics to cure the infection and has had his device removed. Surgeon indicated that the infection was due to pt trauma. Pt was wrestling with his brother that opened up the laterally aspect of this chest wall incision which caused the infection to occur.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.